Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were in a car accident on (B)(6) and the stimulator seems to have shifted. Patient said they can't turn stim on like they used to be able to, and there is something going on in the middle of their back. Patient said they had an appointment with their healthcare provider yesterday, but the appointment was cancelled and now the next appointment was on the (B)(6). The patient was redirected to their health care provider to further address the issue.